Event description:
It was reported that during a laparoscopic anterior resection, as the device was getting ready to be installed, it tore. Another device was opened and used with no problem. There was no patient consequence.